Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll bns contained foreign matter. Verbatim: it was reported that particle was trapped between inner wall of syringe. When did the incident occur: before use brown particle adhered to the surface of the (capped) syringe plunger as per the photographs below. This was before syringe was used to draw up any liquid. External laboratory provided the following assessment: ¿particle was trapped between inner wall [of syringe] and surface of plunger, small fragment of light brown coloured woody cellulosic material.¿ location of particle makes it highly unlikely that it entered via the syringe nozzle (luer). Suspected to have originated during syringe manufacture material # bd301029. Lot # one of 4124548, 4173201, 4178276.

Manufacturer narrative:
(B)(4) follow up. It was reported that a particle was trapped between the inner wall of the syringe barrel. To support the investigation, our quality team received a four image photo collage related to a 10 ml luer lock syringe. Three images depict a wood like foreign particulate within the fluid path, resting on the plunger stopper. The fourth image shows the upper section of a fully assembled, loose syringe, highlighting the area where the customer reported observing the particulate. The observed condition is nonconforming to product specifications and is attributable to the assembly process. A device history record review was completed for material number 301029 and possible lot numbers 4124548, 4173201, and 4178276. The review confirmed that all visual inspections were performed as required, with no quality notifications related to the reported condition. The lots were inspected and accepted per the inspection control plan, approved for shipment, and determined to be in compliance with product specification requirements. Based on the investigation, including analysis of the photographic evidence, the customer reported condition is confirmed.